Manufacturer narrative:
Product analysis: the device was returned with a bulge on the nosecone approximately 18mm from the cutter window. The housing wall is intact and the tecothane is split. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was using a hawkone-m atherectomy device for treatment of the superficial femoral artery. No damage noted to the packaging and no issues noted when removing the device from the hoop/tray. No resistance during advancement. It was reported the device was difficult to removed. The device was safely removed from the patient in tandem without injury/intervention. Large piece of debris seen sticking though the side of the nosecone. No vessel damage. A new device was used to complete the case. No patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.